Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication cannot be determined. The stapler instrument and reloads were discarded by the site and are not available for evaluation. A follow-up MDR will be submitted if additional information is received. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: logs show sureform stapler 60 instrument (part # 480460-09, lot #l91210825-0150) fired 6 reloads (1 black followed by 5 blue). All firings were completed per the logs. All firings except for firing #3 (no pauses), had 1 pause for compression. There were no incomplete clamps by this instrument. No image or video clips for the reported event were submitted by the customer for review. This complaint is reportable due to the following: after undergoing a da vinci-assisted paraesophageal hiatal hernia repair and sleeve gastrectomy, the patient was readmitted to the emergency room for a proximal staple line leak. The patient underwent a laparoscopic re-operation, had additional sutures placed to oversew the defect, and a drain was placed. The cause of the post-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was initially reported that after a da vinci-assisted paraesophageal hiatal hernia repair and sleeve gastrectomy procedure, the patient experienced post-operative complications and returned to the emergency room for a proximal staple line leak about a week post-operatively (date unspecified). This da vinci assisted surgical procedure was the first of four robotic procedures performed by the surgeon on (B)(6)2021. Post-operatively, a leak test was performed and the patient underwent CT imaging to confirm the location of the leak. The patient underwent a laparoscopic re-operation, had additional sutures placed to oversew the defect, and a drain was placed.